Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Retained by hospital

Event description:
Patient stated she had a stryker external fixator implanted on left ankle on (B)(6) 2019 to move ankle over 30 degrees. On (B)(6) 2019 they removed the external fixator and implanted an internal fixator, plates and screws. Patient was cleared for physical therapy in december and continue pt for two months. On (B)(6) 2020 she was walking around her house and heard a pop. Patient went to the urgent care and they took x-rays which showed a broken plate, loose screws and her ankle went back to 45 degrees. Patient is experiencing pain, which has gotten worse these past two weeks.